Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test passed in one of the grips. No damage found on conductor wires. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was re-tested on an in-house system and passed engagement and recognition. The instrument was recognized by the generator. Energy was applied multiple times without issue and smoke was released as a result of the cautery application. There were no breaks in the conductor wires, indicated by the passing continuity test to both grips. There was no damage to the insulation of the conductor wires. No issue was detected upon further investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument insulation had a failed insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was noted to have fell into the patient's anatomy. Since it takes magnification to see the cable damage in most instances the room staff, even when examining the instrument prior to use, does not see the damage. No loss of cautery was mentioned. Some instruments had the internal wires exposed. It is unknown if thermal damage was observed.